Manufacturer narrative:
Initial (B)(6) results for one patient sample when using architect anti-hbc ii reagent, lot number 72256li00 was observed by the customer. Return testing was not completed as returns were not available. A review of tickets for architect anti-hbc ii reagent lot 72256li00 did not identify an increase in complaints related to (B)(6) results and no trends for the reported issue. Historical performance of the architect anti-hbc ii assay was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 72256li00 is within the established control limits and no unusual reagent performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation, no product deficiency was identified for the architect anti-hbc ii, lot 72256li00. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer reported (B)(6) results on one patient. The patient had previously been tested on (b)96) 2017: (B)(6). On (B)(6) 2017 results were (B)(6), nucleic acid testing was also (B)(6). The sample from (B)(6) 2017 was retested on (B)(6) 2017: (B)(6). New sample drawn (B)(6) 2017 results were: (B)(6). There was no additional patient information provided.